Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2023).

Event description:
It was reported that during a port placement procedure the clear plastic valved introducer allegedly cracked and broke off when dilator was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not received for evaluation. However, one photo was provided for review. The photo shows the introducer sheath in which the valve cap was noted to be separated from the sheath. Therefore, the investigation is confirmed for the identified material separation issue. However the investigation is unconfirmed for the reported fracture issue as no evidence of the reported allegation was noted. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure the clear plastic valved introducer allegedly cracked and broke off when dilator was removed. There was no reported patient injury.